Event description:
A pt reported experiencing inaccurate erratic results with a ss meter. The pt's blood glucose results were 131, 175, 95, 179mg/dl. Tests were done within 10 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.